Event description:
The parents of the pt noticed a decrease in the pt's performance. Testing showed an increase in the impedance values over a period of time.

Manufacturer narrative:
The device has not been explanted.